Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 1720. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint of error code 1720. A previous service on 28-jun-2024 was not related to the current complaint. Error 1720 was found twice in the event history log. The event log points to a depleted backup capacitor. The settings used did not charge the capacitor. Cleared error code and charged capacitor to correct the issue. The device passed all functional tests.